Event description:
It was reported that the patient underwent hysterectomy on (B)(6) 2014 and sutures were used. On (B)(6) 2014, the patient experienced a complete dehiscence of the wound after the patient sneezed. The suture was broken in three pieces. Another surgical procedure was performed. The patient is recovering.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual examination of the returned unopened samples showed that the samples were of a satisfactory visual condition. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent open abdominal hysterectomy on (B)(6) 2014 and suture was used. On (B)(6) 2014, the patient experienced a complete dehiscence of the wound after the sneezing. The patient was returned to surgery on (B)(6) 2014. During the reoperation it was noted that the suture was broken into three pieces. The patient is now recovering.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.